Event description:
The customer received a negative result for influenza a from the visby medical respiratory health test. The customer sent a different sample from the same patient to another lab which returned a positive result for influenza a. The customer alleges the result from the visby test is a false negative. The customer has not provided any further information on the second test, and visby cannot confirm the result from the initial test or assess the root cause of the alleged negative result as the customer discarded the visby test. No harm was alleged, and the initial result from the visby test was not released to the patient.

Manufacturer narrative:
The negative result for influenza a from the visby medical respiratory health test could not be confirmed as the customer discarded the visby test and the specimen tested with the visby test. Since the specimen and device could not be returned for investigation, the root cause of the alleged negative results could not be determined. Potential causes of false negative results include, but are not limited to: low viral load (below the limit of detection), improper specimen collection, technical error, sample mix-up, and/or non-compliance with instructions. C4: treatment/ therapy start and stop dates (use block c4 to record the date that a diagnostic test was performed for reports that involve an in vitro diagnostic product.) Start date: (B)(6). 2023 stop date: (B)(6). 2023.